Event description:
A (B) (6) customer alleged that his blood glucose readings were higher than usual. He returned his test strips to his local bayer branch. The branch specialist performed control tests with the returned strips and received a result of 325 mg/dl. The normal control range was 105-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.